Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with the return of device. Failure event observed during analysis. Final analysis found the returned lead in two pieces. Insulation abrasions were found at multiple locations, breaching the outer insulation. The abrasions were consistent with constant friction with another implantable device.